Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed in the log but was not replicated or confirmed. The device was put through extensive testing including shocking at all energy levels, bench handling, and defib cycling without duplicating the report. The returned battery passed all testing; however, battery logs were not available for review and we cannot confirm if this was the battery used during the reported event. The battery lugs on the device were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.